Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.